Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but it split while being inserted. The lens was removed with no pt injury. The nurse indicated that it was unknown as to why the lens split. An msi-pr injector and an mtc-60c fp cartridge were used but the lot numbers were not known by the facility.